Event description:
During ablation with the 1.5mm burr, rotablator device, the wire kinked at the second bend. The burr fractured the wire, and the wire perforated the artery. Attempts at retrieval were unsuccessful. Pt went to surgery and the wire was successfully removed. Pt is doing fine.